Event description:
It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat mitral regurgitation (mr) grade unk. An unknown mitraclip was implanted. On 31 october 2024, it was reported the clip detached from posterior leaflet (single leaflet device attachment (slda)).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported slda. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat mitral regurgitation (mr) grade unknown. An unknown mitraclip was implanted. On (B)(6) 2024, it was reported the clip detached from posterior leaflet (single leaflet device attachment (slda)).